Event description:
It was reported that the right atrial (ra) lead position may not be optimal or the tissue ideal. Some far field r-wave (ffrw) oversensing was noted. Follow up with the patient's clinic indicated that the physician is monitoring the lead. The ra lead remains in use. No patient complications have been reported as a result of this event.